Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump did not give an occlusion alarm after 5 minutes of occlusion by the hcc. There is currently no additional information available related to this event. The conditions of the event are currently unknown. There was no indication that a patient was wearing the pump at the time. This report is being made based on the allegation that the pump did not alarm as expected.

Manufacturer narrative:
Follow-up #1 date of submission 06/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated an occlusion alarm occurred during bolus delivery at 2:28 pm on (B)(6) 2012. The bolus history confirmed that a bolus was interrupted at 2:28 pm on (B)(6) 2012. A rewind, load, and prime sequence was performed successfully with no alarms. The pump was exercised for 24 hours with no issues occurring. An occlusion was induced during testing and the pump emitted the appropriate audio-visual alerts. There was no defect found on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).